Event description:
It was reported that the patient experienced an infection. It was also noted the right ventricular (rv) lead exhibited high thresholds. The patient received medical intervention. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.